Event description:
A report was received that the patient was experiencing pocket discomfort and difficulty charging due to non-device related weight gain. The physician assessed that the patient's ipg was too deep. The patient will undergo a pocket revision procedure.